Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 188 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Reportedly, a supply change was performed resolving the occlusion.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified. Based on the analysis, the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified.